Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. Trial patient was unable to perform a reset because of the protective shield and was advised that the battery may be dead. At the time of contact, the trial patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).